Manufacturer narrative:
The information provided herein was disclosed to the FDA on 3 occasions in a root cause analysis (B)(4) which was part of; additional information response (MDR # 3007615665-2017-00003) dated aug 10, 2017. Additional information response (MDR # 3007615665-2017-00004) dated aug 23, 2017. Class 2 device recall rewalk personal 6.0 (recall number z-0944-2018, recall event ID (B)(4)).

Event description:
The user walked under supervision with the buddy. The user stopped and the buddy had to grasp the backpack to keep balance. Both the user and the buddy indicated that the rewalk system began to fold down ("graceful collapse"). The user was set on the ground. Once grounded they tried to turn the system on and eventually got it back to a "sit" position (knees 90°, hips 90°). The buddy stood behind the user and lifted her to a position as if she was on a seat. From this position they tried to go back from sit to stand. The system produced 3 beeps, but did not fully erect, went back to sit, and a red light flashed. Then the system folded further than 90° (80°-70°) and they heard a "snapping sound". The user went to the (B)(6) for diagnosis. She was diagnosed with a tibia plateau fracture of the left knee, severe bruising and haemorrhages at the pelvic and sacral/lower lumbar area.